Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the cut wire was defective. When bowing was attempted, the sphincterotome would not bow appropriately. The bowing was not in plane. (It was bowing off to the side). The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the cut wire was defective. When bowing was attempted, the sphincterotome would not bow appropriately. The bowing was not in plane. (It was bowing off to the side). The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (won't bow in plane). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cutting wire was intact but discolored from use. Functionally, the device was able to bow past 90 degrees which meets the minimum bowing specification. Also, the device was noted to bow in plane. Additionally, no slack or lack of tensioning was present in the cut wire. The condition of the returned unit was not consistent with the complaint incident that the tome would not bow properly. The complaint was not confirmed. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.